Manufacturer narrative:
The complaint was rec'd from (B)(4) territory mgr at the complaint unit for medegen medical products on (B)(4) 2010 and was immediately assigned complaint (B)(4). (B)(6) was contacted for more information and to retrieve the complained urinal. Investigation: no further information was given on the condition of the pt and the lot number was unk. The complained urinal was visually inspected and the rubber glove test as administered per specification number (B)(4). The glove test consisted of: rubbing gloved hand around and across the outside/inside urinal checking for sharp edges and protrusions that may puncture a surgical glove. The glove used on the complained urinal showed no tears, snags or drag marks. Conclusion: there were no protrusions or sharp edges found on the complained urinal and we are unable to ascertain how the urinal cut the pt without further pt information. Quality assurance will continue to perform visual inspections/(B)(4) once every hour per shift per specification number (B)(4), and will continue to monitor for this defect and address individual complaints.

Event description:
It was reported that sharp edge of a urinal cut a pt. No further information on the pts condition has been made available.